Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. H10: manufacturing review: a manufacturing root cause was considered. Therefore, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met specifications prior to shipment. Investigation summary: the sample was not returned for evaluation, but a provided image demonstrates the product on the table with the stent partially deployed which leads to confirmed results for partial deployment. Based on available information and evaluation of the provided images, the investigation is closed with confirmed results for the reported issue. A definite root cause for the reported event could not be determined. The intended placement of the device in the iliac vein represents an off-label use. Labeling review: relevant labeling supplied with this product was reviewed and the instruction for use was found to sufficiently address the potential risks, e.g., "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding use of accessories the instruction for use states: "the 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035-inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". Regarding preparation the instruction for use states: "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". The instruction for use further states that "the lifestar vascular stent system is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery". H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure via right superficial femoral vein, the stent allegedly could not be released. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure via right superficial femoral vein, the stent allegedly could not be released. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.